Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not complete its initial boot-up cycle when powered on. The reported issue was observed during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was scrapped at stryker. The removed system pcb assembly was further evaluated by stryker product analysis center (pac) and the reported issue was verified. The cause of the reported issue was determined to be due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not complete its initial boot-up cycle when powered on. The reported issue was observed during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not complete its initial boot-up cycle when powered on. The reported issue was observed during inspection. There was no patient use associated with the reported event.